Event description:
The hcp reported, the pt feels they have not been getting pain relief the last two to three weeks. The pt was implanted with an intrathecal drug delivery pump two months ago and the hcp has been slowly titrating up the dose of prialt. The pt denies any fall or accidents but has been playing golf recently. The hcp withdrew the drug from the pump and got 12.3 mls when 7.4 ml were expected. The pump logs were checked and no events were noted. Additional troubleshooting is being considered. Add'l info has been requested from the hcp, but was not available on the date of this report.